Event description:
Patient's mother contacted dexcom technical support to report an inaccurate cgm reading.at the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.